Event description:
During training by a zoll medical sales representative, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to the language and program software not being loaded on the device. The program and language and software were reloaded to correct the reported problem. The customer received a replacement device.